Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally confirming the balloon burst. Inspection of the catheter of the device revealed several bends noted along the length of the shaft. Based on this information, the most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patent age, weight are unknown. It was reported the patient is (B)(6). (B)(4) relates (B)(4) for the reported event of balloon burst. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce balloon tts was used during dilation of benign esophageal stricture, preformed on a female patient on (B)(6) 2011 (patient age, weight are unknown). According to the complaint, during the procedure, the nurse reported that as the technician was inflating the balloon with the alliance inflation device to the necessary pressure the balloon ruptured with no other issues with the device. No pieces of the balloon were detached inside the patient. There were no sharp objects, such as a stent in the area of dilatation. The inflation medium was water. The case was completed with another maxforce balloon tts and the same alliance inflation device and syringe, with no harm to the patient. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce balloon tts was used during dilation of benign esophageal stricture, preformed on a female patient on (B)(6), 2011 (patient age, weight are unknown). According to the complaint, during the procedure, the nurse reported that as the technician was inflating the balloon with the alliance inflation device to the necessary pressure the balloon ruptured with no other issues with the device. No pieces of the balloon were detached inside the patient. There were no sharp objects, such as a stent in the area of dilatation. The inflation medium was water. The case was completed with another maxforce balloon tts and the same alliance inflation device and syringe, with no harm to the patient. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.